Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A needleless injection cap was attached to the luer adapter. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, post-market data suggests that the current supplied tubing may be more susceptible to fatigue damage. Both bd and the supplier are currently investigating potential actions to mitigate this type of incident and the complaint sample was manufactured prior to the implementation of any such actions. The supplier has been notified of this event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tubing on the port access needle cracked.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A needleless injection cap was attached to the luer adapter. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, post-market data suggests that the current supplied tubing may be more susceptible to fatigue damage. Both bd and the supplier are currently investigating potential actions to mitigate this type of incident and the complaint sample was manufactured prior to the implementation of any such actions. The supplier has been notified of this event. A lot history review (lhr) of asduf028 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that the tubing on the port access needle cracked. (B)(6)2020 - per air: "patient in room is currently admitted for delayed intensification and awaiting counts to recover. This evening at approximately 1820 [complainant] received a phone call from their room which [complainant] did not answer due to her other patients requiring blood draws, glucose and insulin correction. A few minutes later, the nurse assistant, notified me that my other patients line had broken. I rushed over to the room and inspected the line. The patient's father had already clamped the line above where it cracked. The pump was still on and I was able to see where it was leaking from. Since [the complainant's] other patient required labs, the other nurse re-accessed the patient and drew blood cultures. Patient was re-accessed with a 22g x 3/4 inch needle."

Event description:
It was reported that the tubing on the port access needle cracked. (B)(6)2020 - per air: "patient in room is currently admitted for delayed intensification and awaiting counts to recover. This evening at approximately 1820 [complainant] received a phone call from their room which [complainant] did not answer due to her other patients requiring blood draws, glucose and insulin correction. A few minutes later, the nurse assistant, notified me that my other patients line had broken. I rushed over to the room and inspected the line. The patient's father had already clamped the line above where it cracked. The pump was still on and I was able to see where it was leaking from. Since [the complainant's] other patient required labs, the other nurse re-accessed the patient and drew blood cultures. Patient was re-accessed with a 22g x 3/4 inch needle."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A needleless injection cap was attached to the luer adapter. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, post-market data suggests that the current supplied tubing may be more susceptible to fatigue damage. Both bd and the supplier are currently investigating potential actions to mitigate this type of incident and the complaint sample was manufactured prior to the implementation of any such actions. The supplier has been notified of this event. A lot history review (lhr) of asduf028 showed three other similar product complaint(s) from this lot number.